Event description:
Procedure - angioplasty of the right external iliac artery. During the removal of an non-deployed stent to exchange for another size, resistance was felt. When the balloon came out, the stent was no longer attached to the balloon. Fluoroscope verified the un-expanded stent was still in the right iliac artery. After unsuccessful attempts to remove the stent, the pt was taken to the or for its removal. The surgical procedure was successful and the pt has been discharged home.